Event description:
The advocate stated the customer received blood glucose readings of 214 and 243 mg/dl from his contour usb, and then a reading of 89 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer

Manufacturer narrative:
Initial reporter phone and address were not provided. Product information could not be obtained. It's not possible to determine the manufacture date without the meter information